Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report:20sep2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen problem. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 27nov2018. The philips field service engineer (fse) replaced the touch screen to address the reported problem. Failure analysis by philips on the returned touch screen showed that the customer complaint of ¿touchscreen issue¿ was confirmed. The touch screen was out of tolerance.